Event description:
The manufacturer received information alleging a patient experienced black particles on their mask and face while using a ds2adv auto CPAP. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device has been returned to the manufacturers third-party service center; however, the evaluation has not been completed. The manufacturer is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information alleging a patient experienced black particles on their mask and face while using a ds2adv auto CPAP. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device has been returned to the manufacturers third-party service center; however, the evaluation has not been completed. The device was returned to a third-party service center and observed the unit works in normal parameters, but the heater plate, iso port and the inlet/outlet seal has traces of limestone on it and needs replacement. The pollen filter needs to be added for preventive maintenance. Software was updated to newest version. The device was returned unrepaired as per customer request. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.